Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent and removal difficulties were encountered. Following predilation, the physician deployed a taxus express2 8.8% 3.50 x 16 mm drug eluting stent in a >90%, mildy calcified lesion in the mid-circumflex. The stent expanded fully and was well positioned and well apposed. Several attempts to remove stent delivery system failed resulting in guide catheter moving down vessel. The physician reinflated the balloon to 3 atms to try to reposition. The balloon was then released and was able to be retrieved from the stent for removal. No pt injuries or complications occurred.